Manufacturer narrative:
Batch review performed on 10 june 2024: lot 2215591:(B)(4) items manufactured and released on 18-aug-2022. Expiration date: 2027-jul-25. No anomalies found related to the problem. To date, 5 items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: a few months after a complex revision tka with a constrained device, the screw that joins the femoral component with the tibial tray is found broken. This is a very unusual finding; it's a rather large screw and it is not subject, during the implant life, to particular stresses. It is conceivable that the fracture took place, or it was initiated, during surgery, at the time of tightening, but the mechanism that may have led to screw breakage is totally unclear. It's possible that a third body may have been trapped in a position that changed the stress pattern of the screw during operation, otherwise, it's very difficult to imagine that such a fracture could occur. The consequence was a quick reoperation to change the post; no repositioning of the components was required.

Event description:
Revision surgery performed due to hinge post screw breakage about 7 months after the primary surgery. Only the post was revised.